Manufacturer narrative:
According to the practitioner, the implant didn't take and failed to integrate. The implant has been placed in 22 position on (B)(6) 2016. Eight days later after the implantation, the practitioner has found that the implant failed to integrate. Also, the practitioner reported that the patient has a very narrow bone volume.

Event description:
Implant fails to osseointegrate.